Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed. The coupler on the lens was found broken. There was a leak from focus the ring side. No other issues were found during the inspection. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported that moving the camera connector causes them to lose signal while using the camera head. No patient involvement was reported. No additional information has been obtained.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head." The root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the user's handling caused excessive stress on the head, which may have resulted in damage to the coupler and water leakage from the focus ring.